Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger . Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (B)(4) found the connector broken.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain another chronic/intract pain. It was reported the recharger was not charging and the connector tip came out on the desktop charger. The patient noticed the issue with the connector pin a couple days ago. The patient was currently not feeling stimulation and they did not have a patient programmer. This appeared to have occurred through product use and there was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.